Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, and the displacement test. No unexpected pump error alarms noted during testing however, the downloaded history files confirmed software low level failures alarm due to a software error. Insulin pump trace download analysis confirmed the pump alarmed power error . The power management tool confirmed power error alarms were triggered when the battery loaded voltage was less than 3.5v for 4 consecutive hours due to connector resistance electrical board . After disconnecting and reconnecting the internal battery connector on electrical board , the device was monitored and functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had an software error detected alarm and power system error. The customer¿s blood glucose was 14 mmol/l. Customer was able to successfully clear the alarm. Customer was able to complete pump rewind. Customer stated that self test did not pass. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.